Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned wire. The reported wire separation was confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty to remove and separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The prostar device is filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the aorta artery. A hi-torque supra core guide wire was advanced and a prostar was advanced over the guide wire. The guide wire was backed up and the sutures were placed using a pre-close technique. The guide wire was re-advanced and during removal of the prostar device resistance with the guide wire was felt. The procedure was performed and the prostar sutures were used successfully to close the access site. A femoral angiogram was performed and it was noted that the guide wire had separated and the tip was 3cm from the access site. A cut-down was performed to remove the separated guide wire tip and the patient is fine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.